Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that oversensing was seen on the right ventricular (rv) lead, with 2028 short interval counts (sic) and 179 non-sustained (nst) episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.